Event description:
Additional information received indicated that the surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s external device was showing "replace generator¿ error message. Patient lost stimulation on an unknown date. Surgical intervention may take place at a later date to replace the ipg.

Manufacturer narrative:
A patient¿s ipg reached end of service was reported to abbott. The ipg was explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.